Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system generated an abnormal high creatinine result on a patient sample. Customer reported that the result was not reported out of the laboratory. Customer reported that the creatinine pump was leaking. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the syringe and the pump assembly. Quality control results were within specifications after the repair.

Manufacturer narrative:
(B)(4).